Event description:
The procedure was cancelled. During intravascular ultrasound (ivus) of a mildly calcified vessel, imaging issues were experienced with an avvigo+ multi-modality guidance system and opticross hd catheter. An image failed to appear and an error code displayed indicating a motor drive unit overload issue. The device was retracted with difficulty using the sled automated pullback feature and the catheter was flushed. The same issue occurred. Upon removal, the distal shaft of the catheter was kinked. The procedure was cancelled.